Manufacturer narrative:
Additional information: publication date used. Mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema, elevated iop, opacification, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was learned through a review of the article, ¿long-term outcomes of two first-generation trabecular micro-bypass stents (istent) with phacoemulsification in primary open-angle glaucoma: eight-year results.¿ reportedly, following trabecular microbypass stent procedures, there were eighteen (18) eyes) with intraocular pressure (iop) spikes, the majority of which occurred by postoperative week two (2). Six (6) eyes underwent an anterior chamber tap, and the spike in iop was thought to be secondary to steroid response which improved upon tapering of the topical steroids in five (5) eyes. Five (5) eyes experienced transient micro-hyphema at postoperative day one (1). One (1) eye experienced transitory central macular edema which was managed by topical non-steroidal anti-inflammatory drugs. Posterior capsular opacification was noted in twenty-seven (27) eyes, nine (9) of which underwent yag capsulotomy during the eight (8) year follow-up. The article notes that no eye experienced any sight-threatening complications such as endophthalmitis, hypotony, choroidal detachment, rebound iritis or stent obstruction, or loss of light perception throughout the eight (8) year follow-up. Any omitted information was not available at the time of this report. Please see the attached article for further details. Additional information has been requested.

Manufacturer narrative:
Additional information: publication date used. (B)(4): mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema, elevated iop, opacification, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was learned through a review of the article, ¿long-term outcomes of two first-generation trabecular micro-bypass stents (istent) with phacoemulsification in primary open-angle glaucoma: eight-year results.¿ reportedly, following trabecular microbypass stent procedures, there were eighteen (18) eyes) with intraocular pressure (iop) spikes, the majority of which occurred by postoperative week two (2). Six (6) eyes underwent an anterior chamber tap, and the spike in iop was thought to be secondary to steroid response which improved upon tapering of the topical steroids in five (5) eyes. Five (5) eyes experienced transient micro-hyphema at postoperative day one (1). One (1) eye experienced transitory central macular edema which was managed by topical non-steroidal anti-inflammatory drugs. Posterior capsular opacification was noted in twenty-seven (27) eyes, nine (9) of which underwent yag capsulotomy during the eight (8) year follow-up. The article notes that no eye experienced any sight-threatening complications such as endophthalmitis, hypotony, choroidal detachment, rebound iritis or stent obstruction, or loss of light perception throughout the eight (8) year follow-up. Any omitted information was not available at the time of this report. Please see the attached article for further details. Additional information has been requested.